Event description:
It was reported by service report that the left pt side of the footboard was broken off and there were exposed sharp edges that could cause lacerations/cuts. Also, the bed was stuck in calibration. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.